Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer reset the pump to clear the malfunction and declined an out-of-warranty loaner pump, opting to continue using the current pump. Technical support decided to replace the pump.